Manufacturer narrative:
Investigation completed on a pumps/medfusion 3500 pumps. The results in the event log revealed: on (B)(6) 2929, at 16:11:05, pumps starts infusion with 1.22ml/hr and volume limit of 0.61ml, but unit stops after 15 mins due to syringe empty alarm, pvd- 0.2098. According customer communication, a 3ml syringe was used but bd 1ml syringe was selected on the pump. Two tests were performed. Both test was done with customer return 3ml bd syringe. Test1 infusion rate ? 1.22ml/hr; volume limit ? 0.61ml; selected syringe size ? 1ml; syringe starts at 1.1ml mark. Infusion stops after running for 15mins due to syringe empty alarm, pvd ? 0.3136ml. Test2, infusion rate ? 1.22ml/hr; volume limit ? 0.61ml; selected syringe size ? 3ml; syringe starts at 1.1ml mark. Infusion completes in 30mins, stopped due to volume limit reached, pvd ? 0.61ml. It revealed that wrong syringe size was loaded when programming pump as 3ml syringe was used but user selected 1ml syringe on the pump. Wrong size of syringe was selected on the pump during programming. No action taken as no fault found, this was user error.

Event description:
Investigation completed on a smiths medical syringe syringe infusion pumps/medfusion 3500 pumps had over delivered the complaint stated 1.1 ml of meropenem 50mg/ml was the concentration in the syringe was 30.7 mg in a 3 ml syringe loaded, which required .61 ml over 30 minutes. 4h47 was left to the delivery. This dose was to be delivered to a baby. The customer reported then, doing own testing. Results included ;( tested the pump with the same setting and on my first test I got the same result: 1.1mls into a 3ml syringe, programmed the pump to deliver .61ml in 30 min. Syringe had delivered 1.1mls in 15 min. While doing this test the motor was emitting a rattling noise. Did 4 more test after that without any issues and no rattling sound from the motor. Doses where delivered in time.) No patient adverse events were reported. Medication being reported is an antibiotic.